Event description:
Per the clinic, open circuits were noted on 11 electrodes. Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 7, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on sep 15, 2023.